Event description:
Related manufacturing reference number: 2017865-2022-46919; related manufacturing reference number: 2017865-2022-46921; related manufacturing reference number: 2017865-2022-46922. It was reported that the patient presented with a staph infection. The implantable cardioverter defibrillator, right ventricular, right atrial, and left ventricular leads were explanted. The patient was recovering post procedure.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Manufacturer narrative:
The reported event of infection was not confirmed. The analysis was normal with no anomalies found. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.